Event description:
It was reported that during an open appendectomy procedure, the surgeon closed the closing trigger and when he attempted to fire, the device would not fire. He continued to squeeze and fired through the lockout. The procedure was completed with a like device. There was no adverse consequence to the pt.

Manufacturer narrative:
Eval summary: one device was returned in good visual condition and loaded with a 1/10 partially fired cartridge that was noted to have the lockout tab damaged. No functional test could be performed as the firing mechanism was noted to be damaged. When disassembled, all firing trigger teeth were broken. Due to damage observed on the internal components of this device, it appears that an attempt was made to fire the device with a spent cartridge, or with a partially fired cartridge that had an activated lock out spring. The device is designed so that an attempt is made to overpower the spent cartridge lockout, the firing trigger will be damage rendering the device unusable. As the instructions for use state, "note: once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. If resistance is felt, stop and replace the cartridge. Firing through the lock out mechanism will break the device. Caution: the firing stroke must be completed. Do not partially fire the device." The mfg records were reviewed and no anomalies were found during the mfg process. Complaint info is trended on a regular basis to determine if further investigation is warranted.